Event description:
It was reported that the device was burning inside since implant and he could not take it anymore. A manufacturing representative (rep) did reprogramming but it did not help. The implant did not work for him and there was something wrong with the implant. The implantable neurostimulator (ins) was removed. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).